Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the previous ins had been replaced because it ¿ran out¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that no pocket was made for the patient¿s replacement ins so the implant ¿had been floating all over her body and the implant could be felt under the skin¿. The patient went in and had a revision on (B)(6) 2018. However, the patient was could not use the device as they were not programmed and stated they had no programs. It was also reported that they had access to only 1 program (used to have 4 programs) and got an upper limit screen when they tried to increase the stimulation above 0.1 volts. It was also noted that they had pain from the replacement procedure and the revision procedure. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.